Event description:
It was reported that a woven diagnostic electrode catheter was selected for a atrial fibrillation ablation procedure. When the packaging for the catheter was opened it was noted that distal tip was discolored and contaminated. Another woven catheter of the same lot selected for used however this catheter had the same issue. The procedure was completed without patient complications being reported by switching to a different product.

Manufacturer narrative:
The returned device was reported for the distal tip was discolored and contaminated. Visual inspection of the device revealed that there was foreign material on electrode #2. The strain relief was broken loose from the connecter and bends was observed at the distal end of the catheter. All electrical circuits met specification for continuity but intercircuit resistance failed to meet the specification requirement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a woven diagnostic electrode catheter was selected for a atrial fibrillation ablation procedure. When the packaging for the catheter was opened it was noted that distal tip was discolored and contaminated. Another woven catheter of the same lot selected for used however this catheter had the same issue. The procedure was completed without patient complications being reported by switching to a different product.